Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, leading to the pump shutting off. The customer's blood glucose (bg) level was 504 mg/dl. Bg level was corrected with a manual injection of insulin. The customer reverted to an alternate method of insulin therapy.